Event description:
Customer's mother reported via phone call that the insulin pump alarmed battery out limit after battery change. Customer tried to enter time but the buttons were not responding and the screen bas started scrolling. Blood glucose value was 99 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. Al operating currents are within specification, no unexpected low battery, battery out of limit or off no power alarm noted. Device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.